Event description:
Due to a large draining cyst I have been to three appointments. (B)(6) 2023, urgent care dr.(B)(6) prescribed bactrim ds 800-160 mg tablets for (misdiagnosis) of folliculitis. Diagnosis of staphylococcus lugdunensis from (B)(6) biopsy. (On b)(6) 2023, dermatology as soon as possible (asap), dr(B)(6) gave three shots of lidocaine and did a procedure. I immediately felt flush, the dr. Had me lay down, cold water. That night I had a horrible headache and my skin became red and rashy. The cyst was now cut into two so I called my personal care provider as I had blurred vision, rash, ongoing pain. Cyst now in two sections of groin. On (B)(6) 2023, dr. (B)(6) diagnosed hidradenitis suppurativa (cyst) which I've had for many years. On (B)(6) 2023 dermatology asap prescribed levofloxacin which made me feel sick and get the runs and stomach cramps. Dr. (B)(6) derm asap (now retired) previously did an extraction procedure on left side years ago and it worked out well so dr. (B)(6) is referring me to another surgeon. My employer (B)(6) is treating residence for cockroaches which can cause staph infection. Pt. Was tear-gassed (B)(6) 2020 by (B)(6) police at blm (black lives matter) protest and has had numerous health concerns since. Lidocaine shots caused illness to be worsened as cyst was cut in two; got very blinding headaches, upset stomach and blurry vision after procedure. Concerns about numerous infection since dr. (B)(6) (podiatrist) did titanium insert to left foot at (B)(6) hospital in (B)(6) 2014. Enormous concerns about disgusting, neglectful, abusive "follow-up care" in 2015 and worries that it has created (incurable) staphylococcus.

Event description:
Additional information received from reporter on 9/8/2023 for report number mw5118482.

Event description:
Additional information received from reporter on 8/28/2023 for report mw5118482. Dear FDA, this email is regarding your (B)(6) 2023 call to me regarding my 2023 medwatch reporting. Please contact me at your earliest convenience regarding the right rapid fire small screw system that\ had surgically implanted at (B)(6) hospital by dr (B)(6) in (B)(6) 2014 and removed by dr (B)(6) through a (B)(6) hospital surgical center in (B)(6) 2018. I immediately had severe complications inclusive of neurological issues and impairments and was treated with extreme abuse, neglect, short-sidedness, ignorance, medical human and civil rights violations and fraudulent circumstances from within the entirety of the medical community. The ongoing medical issues, infections, abscesses I cysts, vision issues, vestibular issues, vertigo to name but a few have been exacerbated by the tear gas attack I experienced in (B)(6) 2020 by the (B)(6) police department; cockroach infestations at my employer (B)(6) (2023) and years of substandard follow­ up care or "lackrhereof." X-ray photo of my left foot with the right rapid fire small screw system sticking out the bottom of my foot pad as it had been from the day it was implanted. No one would properly hear my concerns, help me and assumed it was mental health when it was extreme complications and my having difficulty healing. Did drs seek to avoid getting involved with the product malfunctioning and / or lawsuits? How manufacturers and the doctors that utilize their lacking in quality control products that can ruin patients and families lives and call that a profession is criminal. I feel as though every single medical doctor and medicare specialist that took my complaints; and all medical physician . Assistants, surgeons and specialists that have met with me, heard my concerns since (B)(6) 2014 are guilty of mandated reporter violations by not taking immediate action and reporting it to the disabled persons protection committee or the FDA or medwatch. Wright med. Device company and my treating doctors are guilty of medical malpractice and I am asking the FDA to compile as much information as possible to assist me in investigating the maladaptive titanium screw to allow for healing from this devastating product that should be permanent removed from the market. All patients that ever experienced the devastating effects of these horrible medical devices deserve quality follow-up care and up-to-date information so that they can move forward in their health care with all of the data necessary for wellness. Sincere! (B)(6). Bilateral cataracts.